Event description:
During follow-up, increased pacing impedance and oversensing due to noise were observed on the right ventricular (rv) lead resulting in inappropriate defibrillation therapy. The event was resolved by explanting and replacing the rv lead. During the procedure, insulation damage was visually observed on the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were noise, oversensing, inappropriate therapy, high pacing impedance and defective insulation under the suture . As received, a complete lead was returned in two pieces. The reported events of noise, oversensing, inappropriate therapy and high pacing impedance were confirmed. Visual inspection of the lead found an internal insulation abrasion beneath the right ventricle shock coil that breached all lumens with abrasions noted to the etfe cable coating of all cables. The ring electrode and right ventricle conductor cables were found to be abraded through/separated. The proximal end of the right ventricle shock coil was found to be melted/damaged. The inner lumen was breached in this region with an abrasion noted to the ptfe liner exposing the inner coil. Procedural damage was also noted in the abrasion region. The reported events of noise, oversensing, inappropriate therapy, high pacing impedance were isolated to the exposure of the ring electrode conductor cables and inner coil, the right ventricle shock coil damage, and the ring electrode conductor cables that were abraded through/separated. The reported event of defective insulation under the suture was not confirmed. Visual analysis did not find any insulation anomaly at the suture tie down region.